Manufacturer narrative:
Additional suspect medical device components involved: model: sc-2218-50 serial: (B)(4) description: enh st ld kit the explanted leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing drainage at the lead site. The patient's leads were explanted due to suspected infection. The patient was given antibiotics and is reportedly doing well.